Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context, as device performance was limited, due to anatomical/ procedural factors.

Event description:
It was reported that during a bilateral pulmonary emboli treatment procedure, blood leaked out of a catheter. The anatomical location was the non tortuous and mildly calcified vena cava. A 12 fr jugular titanium filter was being implanted in the vena cava, and "blood leaked out of the proximal end of the catheter while being advanced." Approximate blood loss was 200cc. The physician did not use a pigtail adaptor with the device. The filter was successfully implanted. Femoral access for the procedure was not possible due to the pt being handicapped. Pt's condition is "okay."